Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a bile duct drainage procedure performed on (B)(6) 2012. According to the complainant, during the procedure, resistance was experienced when attempting to deploy the stent in the bile duct and the guide catheter broke. The rest of the delivery system was removed and the broken guide catheter remained inside the patient on the guidewire. The guidewire with the broken guide catheter on it was removed to the stomach and the guide catheter was retrieved with forceps. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a bile duct drainage procedure performed on (B)(6) 2012. According to the complainant, during the procedure, resistance was experienced when attempting to deploy the stent in the bile duct and the guide catheter broke. The rest of the delivery system was removed and the broken guide catheter remained inside the patient on the guidewire. The guidewire with the broken guide catheter on it was removed to the stomach and the guide catheter was retrieved with forceps. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The patient was over 18 years old. The device has been received for analysis; however the evaluation has not been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted residue on the device to indicate use. The guide catheter was broken and separated from the pull wire and was kinked in multiple locations. The push catheter was cut away to inspect the distal end of the pull wire. It was found the guide catheter had separated from the pull wire cannula. The broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.